Manufacturer narrative:
Philips has investigated this complaint. Philips engineer connected with the customer and confirmed the reported issue. The work order has been cancelled by the customer and no service is provided from the philips. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the ap generator was not booting up. No harm has been reported to philips. Philips has started an investigation of this complaint.